Event description:
Boston scientific crm received information that the patient experienced syncope for an unknown reason. The boston scientific sales representative stated that upon interrogation, the device was found to be functioning normal.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis. There is no additional information related to this event available to the company at this time. If additional information becomes available, the event will be updated.